Event description:
It was reported to boston scientific corporation that an interject sclerotherapy needle was used during a procedure in the patient¿s duodenum performed on (B)(6) 2015. According to the complainant, the interject¿ needle was used for sclerosis in patient with active bleeding; however, the device failed to work. The procedure was completed with another interject sclerotherapy needle. Despite numerous attempts boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.